Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported from a voluntary medwatch, tavr procedure left common carotid artery cutdown performed and a 6 fr sheath was placed. The aortic valve was then crossed utilizing an al1 catheter and a straight tip amplatz wire. This was then exchanged for a precurved safari wire utilizing a pigtail catheter. Subsequently, a 29 mm edwards s3 valve was deployed under rapid ventricular pacing. Transesophageal echocardiography demonstrated no paravalvular leak or aortic regurgitation. Next the tavr delivery system was removed from the left common carotid artery. Due to a split sheath with the delivery system unable to be withdrawn completely into the sheath this was removed as one piece. This then resulted in further disruption of the carotid arteriotomy. A 10x20 mm balloon was inflated in the proximal left common carotid artery to obtain proximal control. Due to the complexity of the repair with concerns regarding further loss of hemostasis and that the patient had no evidence of impaired signal on neuro monitoring, the carotid artery was ligated below the clavicle. The patient was transferred to the ICU for further care. It was reported that the patient was moving all extremities immediately post tavr. A head CT was performed the day following surgery and did not show obvious signs of stroke, however a repeat CT was performed 12 hours later and showed the patient had suffered a left hemispheric stroke. The patient remained intubated and sedated and also went in to renal failure requiring crrt. Neurosurgery consulted on the patient and determined there was nothing they could offer the patient. The patient's family essentially made the patient a dnr and he was allowed to expire comfortably.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. In this case, the complaint sheath liner torn was unable to be confirmed as no device and/or imagery were provided. Patient factors such as calcification and tortuosity may cause liner tear. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. However, due to limited information, a definitive root cause is unable to be determined. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by (B)(4), stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, the information provided procedural factors (liner tear and withdraw difficulty through left common carotid artery) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.